Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported a button on the insulin pump was periodically getting stuck. It was stated there were no significant events leading to the keypad issues. A battery out limit alarm was also received, after the batteries were out of the insulin pump greater than the time limit allowed by pump, considered to be normal behavior. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. Pump received with normal operating currents. No battery out limit noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken battery tube threads, broken reservoir tube lip and broken belt clip slot.